Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted or blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and they received insulin flow blocked alarm. Customer stated that they tried all remedies and did not want to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.